Manufacturer narrative:
In the case description, the user mentioned that the eros pdm generated an alarm that could not be cleared. After batteries were inserted into the returned pdm, the pdm turned on and generated a pdm error of error code 38-245-0001-04303. Removal and reinsertion of the batteries and use of the reset button were unsuccessful in clearing the pdm error. The main menu of the eros pdm could not be accessed and the ibf file was unable to be downloaded. Inspection of the internal components of the pdm found no damages or deficiencies that would result in a pdm error. The exact cause of the error could not be determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 520 mg/dl. On (B)(6) 2023, the patient's father called in reporting the omnipod personal diabetes manager (pdm) alarmed and they were unable to reset the alarm. The patient agreed to use multiple daily injections until a new pdm arrived. The patient was feeling unwell and was vomiting and was transported to the clinic where the patient received treatment. The patient was referred to the emergency room and was hospitalized on (B)(6) 2023. As treatment, the patient received fluids, an infusion and painkillers. The pdm was replaced on (B)(6) 2023.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.